Event description:
According to available information, this device was replaced due to an unspecified mechanical failure. No other adverse patient effects were reported.

Manufacturer narrative:
B5 and h6 were updated to reflect a mechanical failure for this device.

Event description:
According to available information, this device required replacement due to erosion. The tip of the cylinder was flush with the urethral meatus with a large collection opposite the penoscrotal scar. The patient was able to urinate spontaneously. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.